Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility..

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2147447, a36d91, and x61dv1. A search of the complaint database search finds additional reported incidents against lot code2251737 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: 1/17/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on 7/2/2010 for infection where everything was removed and antibiotic spacer was put in. The patient was reimplanted on (B)(6) 2010. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: patient, device.

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup, metallosis, metal wear and elevated metal ions. All products were already added. Updated date of revision. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.